Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is currently implanted.

Event description:
It was reported that the patient's device needs rebushing.

Manufacturer narrative:
The patient underwent a rebushing procedure. An x-ray review concluded that based on a review of the provided information, the underlying reason for the surgeon's reported requirement for a rebushing procedure for this patient was not confirmed. There is no indication that the reported rebushing was device related as no device or manufacturing related issues have been identified. The reported rebushing could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself. Replacement of plastic components is not an unanticipated event over the lifetime of an orthopaedic implant and consists of the replacement of components which are susceptible to wear. The exact cause of the event could not be determined as further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw).

Event description:
It was reported that the patient's device needs rebushing.